Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer screen froze. The power cord bay door tabs, bulkhead, handle covers, and keyboard hinge were replaced. The software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer was slow to boot up and slow during interrogations. It was also reported that the screen froze at start up. It was also reported that the back door hinges were broken. The programmer was returned to service. There was no patient involvement.